Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article, "late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ" indicates a patient underwent a knee aspiration, femoral and patellar component revision and a synovectomy, due to persistent lateral knee pain due to anteroposterior instability. It is further stated that extensive metallosis and extensive damage to the femoral component was observed intraoperatively. To date, the requested surgical/lab reports and radiographs have not been provided. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the publication "late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ". Authors: laurens koonen, md, lotte duit-van den belt,md, kirsten veenstra, md & gijs van hellemondt, md. Department of orthopaedic surgery, sint maartenskliniek, ubbergen, gelderland, the netherlands. The authors of the study reported that a patient visited the clinic with persisting lateral knee pain due to anteroposterior instability after 8 years after revision of a cr tka (lcs, depuy synthes, warsaw, in) to a ps rtka (legion, smith & nephew, memphis, tn) due to anteroposterior instability. Intraoperatively, the metalbacked patellar component was deemed undamaged and left insitu. The radiograph and CT scan showed signs of metallosis. It was decided to perform an aspiration of the knee, patellar component revision and synovectomy. However, it was observed extensive metallosis and extensive damage to the femoral compoent intraoperatively. Revision surgery of the patellar component to an inlay component and revision of the femoral component was peformed. The ps tibial insert was replaced by a constrained insert.